Event description:
Literature was reviewed regarding self-expanding aortic endoprosthesis for conduit preparation prior to transcatheter pulmonary valve replacement (tpvr). The study population included 14 patients who were predominantly female with a median age of 35 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included hancock conduit (n=1), contegra conduit (n=1) and melody bioprosthetic valve implanted within a surgical bioprosthesis (n=5). One patient with a contegra conduit rehabilitated with an endovascular graft, bare metal stent and melody valve developed streptococcal mitis endocarditis; treatment was handled medically without significant deterioration in valve function and no need for intervention. Two patients implanted with medtronic conduits and/or melody valve experienced post-implant trivial regurgitation. One patient (implanted device not specified) required prolonged respiratory support due to development of pneumonia. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: krebushevski et al. Self-expanding aortic endoprosthesis for conduit preparation prior to transcatheter pulmonary valve replacement. Catheter cardiovasc interv. 2025 jul 29. Doi: 10.1002/ccd.70039. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.